Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2013-00388 and 1627487-2013-00389. The patient's ((B)(6)) therapy system includes two percutaneous leads from different lots implanted in the sacral region. It was reported, the patient experienced a change in stimulation coverage. Surgical intervention was undertaken to address this matter as lead migration was suspected. After numerous attempts, the leads were repositioned. Intraoperative testing found low impedance readings for two lead contacts; however, stimulation coverage was achieved for the patient following completion of the procedure. Follow-up on this matter found that the patient's therapy relief is currently not optimal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.